Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that a kink was observed in the sheath assembly. The device was returned with the imaging window twisted and cut at the distal end. A broken drive shaft was found within the telescope section of the device, and an imaging core windup and broken drive shaft were observed 26.60 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter. Regarding the electrical failure found, an open circuit was found at the proximal end of the catheter, which is related to a breakage of the coaxial cable. This occurs due to the material characteristics of the coaxial cable and the drive cable, since the drive cable is made of counter-winded coils, it has better elastic capabilities than the wires used to transmit energy to the transducer (coaxial cable). The drive cable can elongate under tension further than what the coaxial cable is capable of, and if a certain threshold is exceeded, the coaxial cable will break. Consequently, the device will not be able to display an image. This condition could happen especially during the telescope action when constriction is experienced over the catheter. In some cases, the drive cable could also be broken when the catheter is exposed to higher constrictions. Failures related to this issue are traced to the design characteristics of the device. Regarding the observed kinked sheath, this can occur during the procedure due to the advancement maneuvers. In this process, the friction between the following elements: the catheter, the hemostasis valve, the guide catheter, and the lesion, creates a force that opposes the movement of the catheter. If the pushing force from the user and the opposing force caused by the friction, are not parallel, the sheath could bend and collapse into a kink. This investigation has been assigned an investigation conclusion code of cause traced to device design.

Event description:
Reportable based on device analysis completed on 08 jan 2025. It was reported that visualization issues occurred. The 82% stenosed target lesion, with a length of 32mm and a vessel diameter of 3.0mm, was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the imaging was missing and discontinuous. The procedure was completed with another catheter of the same type. No patient complications were reported. However, device analysis revealed that the imaging window was twisted.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that visualization issues occurred. The 82% stenosed target lesion, with a length of 32mm and a vessel diameter of 3.0mm, was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the imaging was missing and discontinuous. The procedure was completed with another catheter of the same type. No patient complications were reported. However, device analysis revealed that the imaging window was twisted.

Manufacturer narrative:
H6 evaluation conclusion codes: corrected the device was returned for analysis. Visual and microscope inspections revealed that a kink was observed in the sheath assembly. The device was returned with the imaging window twisted and cut at the distal end. A broken drive shaft was found within the telescope section of the device, and an imaging core windup and broken drive shaft were observed 26.60 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter. Regarding the electrical failure found, an open circuit was found at the proximal end of the catheter, which is related to a breakage of the coaxial cable. This occurs due to the material characteristics of the coaxial cable and the drive cable, since the drive cable is made of counter-winded coils, it has better elastic capabilities than the wires used to transmit energy to the transducer (coaxial cable). The drive cable can elongate under tension further than what the coaxial cable is capable of, and if a certain threshold is exceeded, the coaxial cable will break. Consequently, the device will not be able to display an image. This condition could happen especially during the telescope action when constriction is experienced over the catheter. In some cases, the drive cable could also be broken when the catheter is exposed to higher constrictions. Failures related to this issue are traced to the design characteristics of the device. Regarding the observed kinked sheath, this can occur during the procedure due to the advancement maneuvers. In this process, the friction between the following elements: the catheter, the hemostasis valve, the guide catheter, and the lesion, creates a force that opposes the movement of the catheter. If the pushing force from the user and the opposing force caused by the friction, are not parallel, the sheath could bend and collapse into a kink. This investigation has been assigned an investigation conclusion code of cause traced to device design.